Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against left device. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii/IV" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, delamination of the diapherm valve flange disk and opening crack on valve seat diaphragm valve. Leak test and microscopic analysis was performed which identified, delamination of the diapherm valve flange disk, crease fold and opening crack on valve seat diaphragm valve. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve. A delamination total of the valve (adhesive failure)